Event description:
Healthcare professional further reported "in the exploration of the axillary fossae there are no lymph nodes suggesting extracapsular rupture." The device has been explanted and replaced.

Event description:
Patient reported "scarce physiological periprosthetic fluid, without areas of irregularity on the left side," "nodule in the left sinus," and "solid hypoechoic parallel and circumscribed nodule." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: scarce physiological periprosthetic fluid, without areas of irregularity on the left side," "nodule in the left sinus," and "solid hypoechoic parallel and circumscribed nodule